Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 32x3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion; however, upon inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located 15mm from the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 32x3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion; however, upon inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.